Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (monitor resets) was confirmed. Upon investigation the monitor was resetting. The cause for the abnormal shutdowns was isolated to a defective (B)(4) digital signal processor on the computer/analog board. The root cause for the defective (B)(4) processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.